Event description:
It was reported per call report that rn stated helium was changed 2 hours ago and helium gauge on screen shows helium 1/4 full. Helium tubing did not have any blood in it, but "they must be losing helium." Clinical support specialist ('css') asked if they had any helium loss alarms. Rn stated, "no, but that earlier they had helium low alarm and then they changed the helium tank." Css explained that for some reason it seems they are losing helium, not into patient, but somewhere from pump and tank. Css asked what type of helium they have and rn said "disposable." Css asked if they had turned large black knob in front and pulled helium connection out of yolk and removed helium tank out; rn stated, "yes." Css told rn about "o" ring behind helium tank yolk and that it may be missing or loose and might be why they are loosing helium. Rn stated she is "concerned they would not have enough helium since they had used 4 helium tanks today on this patient." Css suggested she obtain another pump to preserve helium they still had and find additional helium tanks in hospital. Rn stated "she would change over to another pump." Patient was returned to first pump (B)(4). Another call was received by rn stating that "she thinks that the helium continues to decrease and the new tank changed earlier in the evening is down to half and they do not have any more helium in the hospital." Rn said md was coming in to discontinue intra-aortic balloon (iab) from patient due to "helium leak." Css verified with rn that she understood helium was not going into patient and asked her to share that clarification with md. Css also mentioned to rn that she thought there was another pump in cath lab and css suggested they might use that pump if pump therapy was still needed for patient. Rn stated she would discuss this with md when he came in. Additional information received by customer on (B)(6) 2008 stated they found some "o" rings and located where it was missing on first pump. They placed one and helium seemed to be holding. Rn stated patient was doing well and they were able to continue pumping despite difficulties; patient care was not compromised. See medwatch 1219856-2009-00013 for the second event involving same patient.

Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.